Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8120-50. Serial number: (B)(6). Batch/lot number: 227365a. Model/catalog description: artisan surgical ld 50cm 16 contact lead unique identifier (UDI): (B)(4) not found.

Event description:
It was reported that patient experienced a severe shocking sensation. The patient underwent implantable pulse generator. Difficulty charging the ipg was mentioned. The patient underwent an implantable pulse generator (ipg) replacement procedure. During the procedure lead fracture was noted. The patient was doing well postoperatively. The explanted device was discarded by the medical facility.